Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that customer had high blood glucose level. The customer blood glucose level was 477 mg/dl. The customer was not ok for troubleshooting. It was reported that the customer was on auto mode 97% most of the time. The insulin pump will not be returned for analysis.